Event description:
It was reported that the initial surgery with incore lapidus system was performed on (B)(6) 2023. After two months from the initial, the surgeon found that the screw on the bottom side was fractured under the xrays. The patient was suspected of having a pseudoarthritis and has been followed up to date. There are no plans for reoperation at this time.

Manufacturer narrative:
If additional information is received that changes the outcome of the investigation, a follow-up report will be filed.